Event description:
An infection was reported, the patient developed redness and cellulitis in the skin superficial over the pump's apex, the pump pocket. The device was explanted, a culture of the infection showed staph epidermatitis. The patient was treated with intravenous and oral antibiotics. It was noted that the infection resolved. Patient's outcome, noted at the time of this report was "he is fine now." The device system was used to infuse baclofen. Morphine, fentanyl, marcaine, and clonidine.

Manufacturer narrative:
Catheter: model 8709sc serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).